Manufacturer narrative:
Serial number not confirmed. A follow-up report will be submitted upon completion of the investigation.

Event description:
The field service engineer states that oxygen rates (o2) in certain patients were not being properly delivered, with constant fluctuations. The device was in use however the patient outcome is unknown at this time.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21sept2018. Due diligence attempts made to collect additional information were unsuccessful. The device was in use however the patient outcome is unknown no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.